Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge unless the customer maneuvered the usb charging cable into position within the pump usb port. There was no adverse impact to the customer's blood glucose (bg) level. A replacement charging cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement charging supplies resolved the issue; however, the customer did not respond.